Event description:
The customer's mother called to report that her son experienced high bg's (441-500mg/dl) with small ketones despite having administered multiple correction boluses. The suspect pod was removed and a new pod was placed; insulin was administered via manual injection to counter the high bg's. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.